Event description:
A tyco healthcare sales rep reported to nellcor puritan bennett of two incidents where a doctor intubated two patients and attached a co2 detector to both endotracheal tubes. In both incidents, the detector changed colour on the second ventilation to bright yellow and did not change colour again. Each patient involved was reintubated and the tube placement was confirmed by auscultation with a stethoscope and visual placement between the vocal cords. Neither incident affected patient outcome.

Manufacturer narrative:
Product involved in the incident will not be returning for evaluation. The second incident reported on 2936999-2006-00747.